Event description:
In 2008, the patient reported she continues to receive e4 (occlusion) message on her insulin infusion device. She stated she last changed her infusion headset 2 days ago and the tubing 5 days ago. To troubleshoot, the patient was instructed to disconnect from her site and bolus 4 units of insulin into the air. The device gave a e4 message. She was then instructed to remove her tubing and try a 4 unit bolus into the air which went through without error. The patient was assisted with changing her tubing and placing her device in run without receiving a e4 message. Six days later, the patient called back and stated she was again receiving occlusion messages. She stated the tubing was from the same box as the tubing from the previous call. The patient was advised to change to an infusion set from the courtesy samples sent to her. She did so and on further follow up stated this had resolved the issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.